Event description:
The pt was implanted with a left ventricular assist device. The device tracking form indicated that the pt received a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.